Manufacturer narrative:
Qn# (B)(4). The customer returned one opened cvc kit with multiple components, including one arrow raulerson syringe (ars), introducer needle , catheter, and guide wire assembly. Signs of use were observed on the returned ars. Visual examination of the ars and the needle did not reveal any obvious defects or anomalies. The tip of the syringe was compared to a lab inventory ars and no differences were noted. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting loosely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer was conforming per iso 80369-7. A device history record review was performed, and three relevant findings were identified. For material k-04300-019a/(B)(4), three non-conformances were initiated to address the issue of syringe/needle connection. The complaint of syringe/needle connection not secure was able to be confirmed by a complaint investigation of the returned sample. No issues were found with the dimensions of the returned ars and introducer needle. Based on the sample returned, this issue falls within the scope of a previously opened CAPA. The CAPA is in the investigation phase and the root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the doctor found the syringe/needle connection not secure during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the doctor found the syringe/needle connection not secure during patient use. No patient harm reported. The patient's condition is reported as fine.